Event description:
Micropuncture cannula broke off at the hub during removal from the left cfa. There was enough of the cannula body visible for successful and complete removal; although it was throughly inspected to ensure there were not other defects or deficits present that would indicate a possible retained foreign body. This was confirmed with pt x-ray.